Event description:
It was reported that the patient was admitted from the clinic on (B)(6) 2023 with shortness of breath and fatigue in the setting of lower flows. Right heart catheterization (rhc) showed right artery of over 20 and an underfilled left ventricle. Milrinone was initiated and the patient was discharged (B)(6) 2023 with inotropes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction¿, of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the right heart failure existed prior to pump implant. A device related issue did not cause or contribute to the right heart failure. The right heart failure did not resolve. The low flow alarms resolved after adjusting the patient's medication and giving them intravenous fluids.